Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device of this incident, it was determined that the lost connectivity and critical override. A technical support specialist (tss) dialed into the es server via securelink and reviewed the critical override history using the relevant knowledge article. All required medication es services were verified as running, and the es server was confirmed to be receiving messages normally at the time of review. Further investigation on the carefusion coordination engine (cce) server showed no service, queue, or event log errors during the reported time window; however, no interface messages were received for an extended period. Monitoring confirmed a temporary upstream interruption from the source system, which triggered an automatic critical override based on the existing configuration set to 30 minutes. The critical override thresholds were reviewed and confirmed to be functioning as designed. The customer acknowledged the expected system behavior and planned to work with their pyxis representative to optimize auto critical override settings for low message scenarios. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, cabinet in sage living center go into override mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, cabinet in sage living center go into override mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.